Event description:
Customer called to report a leak at the blood sampling valve (bsv) of the coulter hmx analyzer with autoloader. Customer also reported getting "backwash not performed" errors and voteouts on complete blood count (cbc) backgrounds. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak. The field service engineer (fse) removed the bsv, straightened the probe and then reassembled the bsv. The instrument was working properly and there were no more errors or voteouts. The repairs were verified per established procedures. The root cause for the leak is attributed to a bent sampling probe.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).